Event description:
An (B)(6) female with a concealed rupture of the suprarenal aaa with stable hemodynamics, underwent a hybrid surgery (debranching of celiac artery, sma, renal artery and evar from t8-level of thoracic aorta and uniliac diversion to right common iliac artery) on (B)(6) 2011. After deployment of the two zenith proximal thoracic devices the renu converter was deployed, the trigger wire was released, but the top cap was unable to push up to release the bare stent. The procedure was then converted to open repair and the complaint device removed. The pt passed away on sunday night of (B)(6) 2011.

Manufacturer narrative:
(B)(4) - death is labeled in the IFU, conversion to open repair is labeled in the IFU. (B)(4) - difficulty releasing the trigger wire is not specifically addressed in the IFU, (B)(4) - explant is labeled in the IFU. Event eval: still under investigation.